Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference: (B)(4).

Event description:
On (B)(6) 2025, a female patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient's clot age was estimated at 60 days. During the thrombectomy, the radiopaque tip of the revcore thrombectomy catheter (revcore) had separated from the catheter. A protrieve sheath aspirated the tip through the patient's internal jugular vein. The protrieve sheath with the collected radiopaque tip were removed from the patient. The case was completed without further issues.

Manufacturer narrative:
The revcore thrombectomy catheter (revcore) was returned to the manufacturer and evaluated. Visual inspection confirmed the radiopaque tip had separated from the catheter and no other signs of damage or defects were observed. The tip and area of the catheter shaft which the tip is adhered to were reviewed under magnification. Cured adhesive was observed on both of the mating surfaces. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. As there was appropriate adhesive observed in the correct locations and no abnormalities were noted in the device history records, the tip of the revcore most likely separated due to the device being caught in torturous patient anatomy. The device labeling includes the following warning statements: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." Manufacturer reference: (B)(4).